Event description:
The PICC line had been placed into a patient with a solid tumor, the exact date is unknown. Patient had not undergone surgery yet. Sometime after placement, the patient developed dvt and the catheter was pulled. The dvt was confirmed with doppler sound study, ultrasound, and venous flow study. The status of the patient at this time is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.